Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had an unresponsive button. The customer stated that there were no significant events leading to the keypad issue. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found moisture damage on the keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.